Manufacturer narrative:
The pump was received with all operating currents within specification, and passed all functional testing, including the rewind, basic occlusion, occlusion, prime, excessive no delivery and displacement tests. The pump was received with a cracked case at the display window corners, a cracked display window, a cracked reservoir tube, cracked battery tube threads and a cracked belt clip slot. The pump also had minor scratches on the lcd window. The pump was programmed with a test glucose meter, and the values transferred properly.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's spouse reported via phone call that the insulin pump went haywire and now the customer is in the hospital with seizures. Caller stated that the meter was not talking to the other device and the customer's blood glucose went over 600 mg/dl. Customer has been having seizures since then. Customer was at a bridal shower and attempted to drive to the camper where her husband was located. Customer had to stop on the side of the road. Customer had treated with a syringe before leaving the house. Customer's blood glucose went down to 119-120 mg/dl last night. Customer changed the battery in the pump and is currently being treated at the hospital. Caller mentioned having to change 3 batteries out on the pump. Customer was admitted to the intensive care unit with a blood glucose over 600 mg/dl. Customer's current blood glucose is 210 mg/dl. Customer was treated with 10 unites of humalog injection. Customer was admitted on (B)(6) 2016. Customer was wearing the pump at the time.

Manufacturer narrative:
The insulin pump passed the displacement accuracy test.